Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the ok, up arrow, and down arrow keypad buttons were difficult to press, noting tactile changes to these buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/02/2013 with the following findings: the complaint could not be duplicated or confirmed upon investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were properly responsive. There was no evidence of keypad contamination under the button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2. Date of submission 01/14/2014-correction:the pump has been returned and evaluated by product analysis on 01/02/2014.